Event description:
On (B)(6) 2007, I underwent a left total hip arthroplasty procedure. I received a size 50 mm uncemented pinnacle cup with an ultimate metal liner for 36 mm head with the size of 11 standard offset corail uncemented femoral stem with a 36 minus 2 head. On (B)(6) 2009, I underwent a right total hip arthroplasty procedure. I received a pinnacle 50 mm uncemented cu with a middle liner for 36 mm head, a size standard 11 corail uncemented stem with a 36 plus 1.5 metal head. Soon after each surgery, I began experiencing severe pain and discomfort. Due to chronic pain and discomfort, on (B)(6) 2011, I underwent a revision of the right total hip arthroplasty. The metal component was replaced with polyethylene component. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my left thigh and left hip area and right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2009 to (B)(6) 2007. Diagnosis or reason for use: posttraumatic arthritis; avascular necrosis left hip. Avascular necrosis, right hip.